Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed pneumatics performance test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The fse resolved issue by installing a 5000hr pm kit and confirmed successful completion of pneumatics performance test. The device passed all functional and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use.